Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the drawer was failed to open. A technical support specialist (tss) remotely accessed the system and confirmed that the item was in a requested status on rx verify. The customer was redirected to the pharmacy team for further assistance, and the case was closed after providing this guidance. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was unable to issue med and drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.